Event description:
Apneic child arrived to pacu and required ambu ventilation. Anesthesiologist was attempting to ventilate patient with pediatric ambu bag and stated there was a leak which made it unable to ventilate properly. Unable to find source of leak in bag. New pediatric ambu bag immediately brought to bedside.pacu clinical leader states she has not heard of this happening before. Child woke up appropriately and was later discharged home after meeting discharge criteria.======================manufacturer response for ambu spur ii pediatric resuscitator, ambu (per site reporter).======================left a message in the quality department and await a call back. Plan to return to manufacturer for investigation.what was the original intended procedure?ventilation.